Manufacturer narrative:
Block h2: additional information: block b5 has been updated based on the additional information received on june 11, 2024. Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2024. During the procedure, when attempting to release the clip, there was no double crunch, and the clip remained connected to the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Additional information received on june 11, 2024: the type of procedure is colonoscopy. The anatomy location is in the colon.

Manufacturer narrative:
Block h6 has been corrected to code for clip failure to engage target tissue, deeming this a non-reportable scenario.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2024. During the procedure, when attempting to release the clip, there was no double crunch, and the clip remained connected to the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Additional information: the following information was received on june 13th, 2024: it was initially reported to boston scientific corporation that it was not possible to release the clip. On (B)(6) 2024, it was clarified that the clip did not lock onto tissue prior to attempting deployment, and thus the reason it was not possible to release the clip.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2024. During the procedure, when attempting to release the clip, there was no double crunch, and the clip remained connected to the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h11: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device returned without the clip assembly attached and with the catheter unraveled. Also, the clip had one arm bent. No other problems with the device were noted. The reported event of clip stayed connected to the catheter was not confirmed. Analysis of the returned device found that one clip arm was bent inward, and the distal part of the catheter was unraveled. This could be related to the position of the clip inside the scope during the procedure. It is possible that during the deployment of the clip, the distal part of the catheter and the jaws were damaged due to pressure against the exit port of the scope. Based on all available information and the analysis of the return device, the most probable cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2024. During the procedure, when attempting to release the clip, there was no double crunch, and the clip remained connected to the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.